Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2017 (B)(4): implanted with a neurostimulator (ins). It was reported that the patient¿s ins was loose in the pocket and causing pain. A revision was scheduled for (B)(6) 2017.

Event description:
Additional information was received. Manufacture representative (rep) reported they were informed from an hcp. Also, the rep provided device and patient information.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the patient started experiencing the ins being loose in the pocket at the three month post-operative evaluation. They did an exam and found normal impedance.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.